Event description:
Pt was injected with 1.5cc into nlfs and lips. Touch up on (6)(6) 2010 into body of lips. Developed lumpiness in nlf on right. One week later put her on bactrim twice per day. On (6)(6), pt returned and nothing had improved. On (6)(6) 2010, pt returned and was given kenalog and lidocaine. She was also given topical hyaluronic acid to massage the area. In early april, he also injected hyaluronidase. Updated (6)(6) 2010: the pt still has a small nodule. The doctor thinks it will go down over time.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.